Manufacturer narrative:
Index procedure. Lesion #1-1: the target lesion was reported to be the proximal lad. The lesion was reported to be: native coronary, de novo, vessel diameter of 3.0mm, 16mm in length, not a bifurcation/ostial or total occlusion, absent of thrombus, irregular, a readily accessible proximal segment, eccentric, a 70% stenosis, little or no calcium, and type b2. The lesion was pre-dilated with a 2.5 x 12mm balloon at 8 atm. A cypher select plus stent (stent #1) was implanted at 14 atm. The result was reported to be sub-optimal. The stent was not post-dilated. Lesion #1-2: the target lesion was the 2nd diagonal. The lesion was reported to be: restenotic after balloon angioplasty, vessel diameter of 2.75mm, 8mm in length, a bifurcation lesion requiring a double-guidewire technique, not ostial or a total occlusion, irregular, a readily accessible proximal segment, eccentric, little or no calcium, absent of thrombus, not angulated, eccentric, and type b2. The lesion was pre-dilated with a 2.5 x 12mm balloon at 8 atm. A cypher select plus 2.75 x 8mm stent was implanted at 14 atm. A satisfactory result was obtained. The stent was post-dilated at 10 atm with a 2.5 x 12mm balloon due to the lesion being a bifurcation lesion. Staged procedure. A planned staged procedure was done eighteen (18) days after the index procedure. The lesion treated was the right coronary artery (rca). The lesion was treated by implantation of two (2) unknown bare metal stents (bms). The report indicated that there was no in stent restenosis (irs) of the previously implanted cypher stents and the flow of the diagonal branch (lesion #1-2) was timi 3. A follow-up phone contact with the pt at the one-month period indicated that the pt was asymptomatic. Please note that device (crb18300, lot # 13194585) is distributed outside the united states, however it is similar to the united states product cxs18300. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. A report was received that a cypher stent was associated with dissection during implantation and the pt subsequently ruled in for an mi. The event involved a pt with a history of previous pci, hyperlipidemia, smoking, diabetes and previous mi. Initially, he was admitted with unstable angina and a positive exercise stress test and underwent an elective angiogram that revealed two-vessel disease. This pt's history and extensive cad put him at increased risk for mace. Pre procedural medications included asa; while intra procedural medications included plavix and unfractionated heparin. The pt did not receive a gpiibiiia and the performance or recording of acts was not reported. The proximal lad lesion was described as de novo, type b2, 70% occluded, 3mm in diameter, 16mm in length, irregular, eccentric and with little to no calcification or thrombus present. The lesion was pre-dilated prior to the placement of a 3.00 x 18mm cypher stent at a maximum inflation pressure of 14 atm. After stent implant, a type b dissection was noted that extended distally into the mid lad and second diagonal. The mid lad lesion was now described as restenotic (post previous ptca), type b2, 90% occluded, 2.75mm in diameter, 8mm in length, located in a bifurcation, irregular, eccentric and with little or no calcification or thrombus present. This event was treated with the placement of a 2.75 x 8mm cypher stent at a maximum inflation pressure of 14 atm. The bifurcation was then post-dilated using kissing balloon technique with a resultant timi flow of 2 and a residual stenosis of 0%. The dissection was reported to be unrelated to the cypher stent and highly probably related to the procedure. Treatment for the unspecified second lesion was deferred at this time due to the pt's contrast load. The pt was discharged from the cath lab on medications that included asa, plavix and unfractionated heparin. The next day, the pt experienced angina, was noted to have increased cardiac enzymes and ruled in with a lateral wall non-q wave mi. The pt's physician indicated that this was not related to a thrombotic event, but associated with occlusion of the diagonal branch. This event was reported to be unrelated to the cypher stent and highly probably related to the index procedure. The pt was discharged from the hospital three days later on medications that included asa and plavix. Eighteen days after the index procedure, the pt returned for the second half of his planned staged procedure. At this time an rca lesion was treated with the placement of two unknown bms. The report indicated that there was no restenosis of the two previously implanted cypher stents and that the timi flow in the second diagonal was now 3. One month after the index procedure, the pt was reported to be asymptomatic. The products remain implanted in the pt and are thus not available for evaluation. A DHR review of the lot number of the 3.00 x 18mm cypher stent revealed that the products met requirements for product acceptance. Dissection is a known potential procedural complication associated with coronary angioplasty. There are pt and procedural factors that may have contributed to these events. Please note that this is the initial/final report for this product. This is one of two products used during the same procedure. Please reference MFR report # 9616099-2007-01404 and 9616099-2007-01405.

Event description:
The report received from the registry indicated that the pt was found to have two-vessel coronary disease and two (2) lesions were treated during the index procedure. A staged procedure was planned due to contrast load. The indication for the procedure was unstable angina and an exercise stress test (bicycle or treadmill). A cypher select plus 3.0 x 18mm stent (stent #1) was implanted electively in the proximal left anterior descending (lad) coronary artery (lesion #1-1) at 14 atm. After implantation, a type b dissection (adverse event/ae #1) was found distal to the stent and just before the bifurcation of the mid lad and second (2nd) diagonal branch. The ae was reported to be unrelated to the study device and has a highly probable relationship to the procedure. The event was not a serious ae (sae). The event outcome was reported to be complete and was resolved without sequel. An additional cypher select plus 2.75 x 8mm stent (stent #2) was implanted at 14 atm to cover/treat the dissection and at the same time treat the second lesion mentioned in the mid lad/2nd diagonal branch (lesion #1-2). Kissing balloon technique (kbt) was used and the flow was reported to be timi 2 after the procedure. An additional adverse event (ae#2) of a non-q wave myocardial infarction (mi) and elevated troponin t of greater than five (5) times the upper limits of normal (uln) was reported after the procedure. The location of the mi was lateral so no additional angiography or intervention was done. The event severity was reported to be mild. The ae was reported to be unrelated to the study device and has a highly probable relationship to the procedure. The event outcome was reported to be complete and resolved without sequel. The pt was discharged three days after the index procedure.